Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called the tse and reported an error 31221 on the patient side cart. The customer was able to restart the system using the epo, but the issue persisted. After few attempts of trying to recover the fault, the surgeon decided to convert the procedure to laparoscopic. The procedure was converted to laparoscopy with no reported injury and a delay of more than 30 minutes. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was completed by laparoscopic.

Manufacturer narrative:
An investigation is in progress to determine the cause. The fse replaced the cfg,upd to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.